Event description:
It was reported that two anchors appeared to have broken in half. The distal ends may still be in the bone as this could not be visualized. The proximal ends of both anchors were retrieved using an arthroscopic grabber. A third anchor pulled out. It was noted that the primary cuff repair was done 6 months earlier. Bone quality appeared good. Threaded dilator was used as specified by technique. The site was tapped prior to attempted insertion. Malfunction report form confirms that a back-up device was on hand. A two minute delay was experienced. No pt injury resulted.

Manufacturer narrative:
Device has not been returned for eval.